Manufacturer narrative:
This device is not available for analysis. This report is filed october 16, 2013.

Event description:
Per the clinic, the device was explanted (date not reported) for reasons unknown. Additional information has been requested but has not been made available as of the date of this report, (B)(4). It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4).